Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing threshold increased to 3.5 v, 0.5 ms. The lead was repositioned and two days later the pacing threshold was greater than 7.5 v. The lead was removed and replaced.